Event description:
Reportedly, patient expired in 2007 after an implant duration of 5 days. Follow up with the surgeon's office indicated that the patient experienced regurgitation; however, the patient's demise was not device related. It was reported that the patient's death was attributed to ischemic colitis. Reportedly, the device was not explanted.

Manufacturer narrative:
Device not returned.